Event description:
It was reported the unit displayed "audio failed" and the speaker was not working. No alarms or alerts were audible. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer who was onsite, and it was confirmed there was no sound coming from the speaker along with the "audio failed" inoperative message persisting. The rse provided the customer with information for a speaker assembly replacement, and the customer took responsibility for servicing the device. Based on the information provided in the case, the cause of the reported problem was the speaker assembly. No further investigation or action is warranted at this time. D4: product UDI: the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI.